Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 400 mg/dl. The customer treated with manual injection for high blood glucose level. The customer stated that the reservoir lip ring was cracked and the reservoir was unable to lock in place. The customer declined troubleshooting for high blood glucose level. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The product will not be returned for analysis.